Event description:
New information noted that the right ventricular lead was explanted and replaced on (B)(6) 2024. The patient was discharged.

Event description:
It was reported that the right ventricular lead exhibited over-sensing noise. Further information was requested however, was not provided.